Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #20 - persistent pain.the device is in a clinical study and not available for evaluation.(B)(4).

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6), 2007 as part of a clinical study. Subsequently, patient began to experience pain and a revision procedure was performed on (B)(6), 2008. The femoral component, tibial tray and meniscal bearing were removed and replaced. No further information has been provided to date.